Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jul2020.

Event description:
The customer reported front bezel navigation (nav) ring not responding to touch. The field service engineer (fse) confirmed the reported issue. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The fse replaced front bezel to resolve the reported issue.